Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported that the continuous glucose monitoring system did not provide an alert.

Manufacturer narrative:
Based on the investigation there was a malfunction observed with the sensor. The sensor was replaced for the user due to a request from the user. The returned sensor was investigated as part of complaint (B)(4). G1-2 contact information was updated h6 results code was updated to 114 h6 conclusions code was updated to 4315